Event description:
It was reported that in 2007, the pt experienced facial palsy and sound quality issues with her device. The center prescribed steroids for the patient and scheduled the pt for further evaluation. Three days later, the pt was admitted to the hospital. The pt presented as lethargic with symptoms of headache and nausea. A lumbar puncture was attempted, but could not be completed. Five days later, the company was informed that the pt's condition had progressed to meningitis and that the patient passed away.